Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when inserting the device, a piece of the cannula seal broke off and fell into the pt cavity causing the seal to leak air. The piece was retrieved with a laparoscopic grasper. There was no additional bleeding, no tissue damage, no incision extension and operative time was not increased by more than 30 mins. No pt injury reported.